Event description:
During an mitraclip procedure, a pericardial effusion occurred. Towards the end of the procedure, a pericardial effusion was noted on the right side via echocardiogram. A pericardiocentesis was performed and the procedure was able to be completed with no further patient consequences. The patient is currently in stable condition. It was thought that the pericardial effusion occurred during transseptal puncture. There were no performance issues with any abbott device

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.